Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use for pre dilation in an in-stent restenosis case. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use for pre dilation in an in-stent restenosis case. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure. It was further reported that the target lesion was an area of instent restenosis of a non bsc stent.